Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), unexpected battery power loss, charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. This was the second occurrence of receiving alarm in less than 8 hours after low battery warning. Bumped/dropped/cosmetic damage customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer will not continue to use the device. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
During testing, the pump passed the sleep current measurement and active current measurement. The pump was received with a cracked case at the battery tube side and cracked case at corner of the belt clip rail. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay and stained keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 12/20/2024 to 02/16/2025. There was no data available to verify if the customer experienced an unexpected power loss of less than 7 days per the pump history records (event date 21-nov-2024). Unable to perform the history review 1 week prior to the event date 21-nov-2024 in the pump history file due to no data available. During testing, the pump passed the sleep current measurement and active current measurement. There was no data available to verify if the customer experienced an unexpected power loss of less than 7 days per the pump history records. Unexpected battery power loss unknown. Charge/battery lasts less than expected unknown. Cosmetic damage was confirmed at the back of the pump. No current code/category confirmed (the power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph, problem isolated to the electronic assembly). Pump was cut open to perform visual inspection and found moisture damage on the pcba1, pcba2 and motor. No damage noted on the force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.